Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (wrench code 6) has been confirmed. Upon investigation the monitor front response button metal switch was off center, causing the "response button stuck" wrench code. The root cause for the damaged response button could not be positively identified but was likely excessive force. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) year old female pt called zoll customer support to report that her monitor was displaying a wrench code 6 (response buttons stuck). The pt was issued a replacement monitor.